Event description:
A hole in the probe made contact with the pt's skin on her neck and left a burn in the form of a small dot. Pt was called the next day for f/u and reported the burn on neck was fine. Unk if it was operator error or device malfunction. No add'l care needed for burn. FDA safety report ID# (B)(4).